Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
Error messages were displayed on the programmer when the pump was inquired. There was no patient involvement as the issue was observed prior to an implantation case. The pump was never removed from its sterile packaging and was returned for investigation.

Manufacturer narrative:
Device evaluation: the returned pump was subjected to internal and external examinations as well as electronics testing. The evaluation determined that a component was not operating normally. Based on the investigation, the reported event was confirmed. Internal complaint number: complaint (B)(4).